Manufacturer narrative:
Upon receipt the lead was found cut 42 cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragment was scrutinized, including a visual inspection. Approximately 29 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. At this location the inner conductor was found fractured. These damages are assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like several cuts into the insulation, the from the ring electrode ruptured insulation, the deformed fixation helix as well as the from the lead tip ruptured steroid collar, which was not returned, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise caused by damage to the lead insulation was reported. No adverse events were noted. Should additional information become available, this file will be updated.